Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle hard to remove and needle break in the body. The customer reported no adverse event. The event involved product(s) mmt-7020c4. Troubleshooting was performed for the reported event. The customer reported the sensor's introducer needle fractured inside the body. Advised to return the sensor and needle hub. The customer did not receive medical treatment as a result of the needle fracturing while still in the body. The customer also reported issues with sensor glucose vs. Blood glucose and low blood glucose on other event dates. No harm requiring medical intervention was reported. A product return for mmt-7020c4 was requested and the customer responded that the pump would be returned. Updated summary: customer reported introducer needle fractured in the abdomen while customer was inserting the sensor on (B)(6) 2024. The needle was hard to remove. Sensor was worn for a couple of minutes. However, the needle was removed and is no longer in the body. There was no consequence to the customer. Sensor will be returned. Pump is not returning.